Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. Calibration and quality control (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customers¿ site. During the visit, the cse inspected the instrument, noted that the oil bath was contaminated with water, aperture was dirty, decontaminated the oil bath, cleaned the aperture, replaced lamp and cuvette, performed cuvette blank, startup wash and lamp energy check. The customer ran the qc, which, recovered acceptably. Siemens further evaluated the event and concluded that the contaminated oil bath, dirty aperture and bad lamp, which were corrected by the service activities performed by the cse potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. The erroneous result was not reported to the physician(s). The sample was reprocessed, but it is unknown on which instrument the sample was repeated. The repeat result recovered lower than the erroneous result. It is unknown whether the repeat result was reported as the correct result to the physician(s). The customer did not provide the repeat result data to siemens. There is no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.